Manufacturer narrative:
Device investigation summary ¿ the complaint condition for the 03.010.405 lot number 3704709 radiolucent insertion handle, 03.010.474 lot number 2740330 connecting screw, 357.366 lot number 4496500 aiming arm, and 357.404 lot number u158081 11.0mm tapered cannulated drill bit was likely caused by a missing component causing incompatibility between the devices; however, this complaint is not likely a result of any design related deficiency. The 03.010.405 radiolucent insertion handle, 03.010.474 connecting screw, 357.366 aiming arm, and 357.404 11.0mm tapered cannulated drill bit are instruments routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have contributed to the drill bit hitting the anterior portion of the nail during surgery. This condition is confirmed; the devices that were returned do not fasten together properly. The returned thumb screw component of the 357.366 aiming arm does not thread into the 03.010.405 radiolucent insertion handle. As per the radiolucent insertion handle for tfn brochure, the 03.019.030 aiming arm knob is required to properly attach the insertion handle to the aiming arm. It is likely that this incompatibility contributed to the misalignment leading to this complaint condition. The 03.010.405 insertion handle was manufactured in 3/2011 and is over four years old. The 03.010.474 connecting screw was manufactured in 7/2011 and is over four years old. The 357.366 aiming arm was manufactured in 11/2002 and is over thirteen years old. The 357.404 drill bit was manufactured in 9/2012 and is over three years old. The returned devices are in fairly worn condition consistent with several years of use. Device drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 11/27/2002, part #: 357.366, lot#: 4496500 (non-sterile) - 130 deg aiming arm f/trochanteric fixation nails. Quantity 28. Lot was release to the warehouse on 11/27/2002. Work order no. (B)(4) was issued on 10/22/2002 for qty 28. Design drawing number - ip.357.366.20 released on 11/26/2002. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015 while drilling for the lag screw the drill bit hit the anterior portion of the nail. The drill bit was removed and another drill bit was used without incident. The lag screw was then placed but was inadvertently passed anterior to the nail. The lag screw was removed and all instrumentation was disassembled, and nail was removed. All instrumentation was checked and there was no visible damage to any of the instrumentation other than the first drill bit, the distal tips were deformed slightly. A new nail was placed and the same instrumentation was reused and the same lag screw was inserted without difficulty. Extra x-rays were required related to this event but they are unavailable for our investigation. A larger incision than planned was required related to this event. The procedure was successfully completed with a 45 minute surgical delay. This report is 3 of 6 for (B)(4).